Event description:
The customer stated with the use of a new clinical chemistry creatinine reagent pack, discrepant patient results were generated on the architect c8000 analyzer. Creatinine results of 82 and 99 umol/l were generated on a patient sample. No impact to patient mgmt was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.